Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had motor issue. Customer's blood glucose value was 5.6 mmol/l. Customer also reported that they got air bubbles constantly every day for the last six months. Customer declined to troubleshot. The device will be return for analysis.